Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this right ventricular (rv) lead recently exhibited elevated capture threshold measurements a few days after the implant procedure. The physician alleged that the lead had dislodged from the implant location. The lead was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. It is currently unknown if this rv lead will be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead recently exhibited elevated capture threshold measurements a few days after the implant procedure. The physician alleged that the lead had dislodged from the implant location. A surgical revision procedure has been scheduled to reposition the lead, but this has not yet occurred. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.